Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, that multiple cubies were failed. The customer stated that the malfunction occurred while user tried to issue medication to a patient, that caused a delay in dispensing medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section d unique identifier (UDI) a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubies failed. A field service engineer repaired the device and replaced the pyxis module controller, ran hardware test application to confirm functionality in which all tested good. Preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, that multiple cubies were failed. The customer stated that the malfunction occurred while user tried to issue medication to a patient, that caused a delay in dispensing medication. There were no adverse events or injuries reported based on this event.